Event description:
Physician was attempting to use an nc sprinter to treat a patient having their second ablation surgery. There was a scar at the puncture point and the physician had difficulty with the arterial sheath. After pushing the device multiple times the sheath kinked and fractured. Physician was unable to remove balloon. So the surgeon opened the wound and took out the arterial sheath with balloon. In the process of withdrawal balloon kinked. Patient is fine after surgery but will need to go for a third surgery. Evaluation summary: the hypotube was kinked 3cm and 24.5cm distal to the strain relief. The balloon had been inflated. The balloon bond was necked. Blood and contrast were present inside the balloon and inflation lumen indicating the presence of leak on the device. The device was placed in a 37 degree celsius waterbath for 24 hours to disperse the hardened blood and contrast in order to facilitate balloon inflation. The device still failed to inflate most likely due to the presence of extremely viscous contrast solution and the necked balloon bond. Visual inspection of the balloon failed to detect the leak site. Therefore based on the condition of the returned device it was not possible to detect the location of the burst site on the device.

Manufacturer narrative:
Evaluation results: caused by another device ¿ (damage caused by the arterial sheath). (Deformation problem). Evaluation conclusions: device caused failure ¿ (damage caused by the arterial sheath). (B)(4).